Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to (B)(4) has been submitted.

Event description:
Surgeon reported patient had a posterior capsule tear. He later communicated that the patient had a posterior vitrectomy in the operative eye and that may have contributed to a weak capsule and the posterior tear.